Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16052.

Event description:
Philips received a complaint on the v60 ventilator indicating that the battery was not charging. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer reported that the battery in the v60 was only a year old. The customer confirmed that the 4th generation power management printed circuit board assembly (pm pcba) was installed. The customer biomedical engineer (bme) reported that the v60 power supplies were all within specification. The customer wanted to locate a spare battery to determine if the initial battery was defective. The customer called the remote service engineer (rse) back on the same day to report that a loose connector at the power management board was found. The customer reseated the connector and the battery began charging, resolving the reported issue. The rse advised the customer to charge the battery overnight before returning the device back to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.